Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 143 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery which has been stored at room. Advised customer to monitor the pump. Replacement product is being sent.